Event description:
It was reported that during a da vinci si prostatectomy procedure, it was reported that the site experienced low light output from the illuminator. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques due to the vision issue and patient anatomical issues. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found no problems with the sites illuminator and was unable to replicate the vision issue experienced by the site. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. As a precaution, the fse replaced the site's illuminator. On (B)(4) 2012, da vinci coordinator (B)(6), indicated that she was not present during the surgical procedure and that she was unable to provide details concerning the patient anatomical issues that prevented the procedure from being completed using the da vinci surgical system. No other details concerning the patient were provided. The illuminator was evaluated by the original equipment manufacturer (OEM). The OEM was unable to confirm the customer reported failure mode. Functional testing performed found that the illuminator functioned to specification. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.